Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and verified that the cabling from the lcd panels not secured. Reseated the cables and verified proper operation of ventilator. The unit passed testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.